Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent ((B)(6)) encountered some resistance during its delivery progress. After the stent was partially released in target site, coils were filled in aneurysm. The physician tried to release the stent completely, but still encountered resistance. The stent was unable to release or withdraw after several attempts. The doctor removed the stent and the prowler select plus 150/5cm microcatheter ((B)(6)) from the patient and switched to new devices to complete the surgery. Additional event information received on 29-jan-2024 indicated that the prowler select plus 150/5cm microcatheter was successfully used with the concomitant device prior to the encountered resistance. There was a 10 minute procedural delays due to the event. A non-sterile 4mm x 30mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The issue regarding a stent being unable to release or be withdrawn cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment is not originally reported in the complaint and is suggested that have appeared during the withdrawal of the device. This condition is not considered related to the reported failure. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6358013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 6358013) encountered some resistance during its delivery progress. After the stent was partially released in target site, coils were filled in aneurysm. The physician tried to release the stent completely, but still encountered resistance. The stent was unable to release or withdraw after several attempts. The doctor removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, (B)(6)) from the patient and switched to new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00128.

Manufacturer narrative:
Product complaint (B)(4).section b5: additional event information received on 29-jan-2024 indicated that the prowler select plus 150/5cm microcatheter was successfully used with the concomitant device prior to the encountered resistance. There was a 10 minute procedural delays due to the event. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.